Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2015 while in the hosp. It was reported that the patient went into pea (pulseless electrical activity) and vfib arrest and that the hosp staff performed CPR on the patient for about 20 minutes before she was pronounced dead. Per the patient flag and ECG data, on (B)(6) 2015 from 1:45:43 to 08:24:57 am the patient received therapy pad placement notifications intermittently, indicating that the electrodes were not properly contacting the skin. From 08:25:49 to 08:28:28 the device detected noise and at 09:17:36 the patient was in a sinus rhythm at 70 bpm with motion artifact that transitioned to vf. The ECG recording shows that at 09:18:06 the patient was in vf with motion artifact and that the vf fell below the physician prescribed threshold for detection (150 bpm) at 09:18:36 and 09:19:06 the ECG showed that the patient was again in vf with motion artifact. An arrhythmia was detected at 09:32:03 and the ect showed motion artifact. The patient was not treated as the detection stopped at 09:32:22.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) is complete. As received, the monitor and electrode belt were fully functional and able to detect and treat a patient. There is no indication of a device malfunction. Per the patient's ECG recordings, the patient went into vf on (B)(6) 2015. However, due to motion artifact and the patient's heart rate dropping below the detection threshold (150 bpm) the patient was not treated by the lifevest. The device operated as designed. Device MFR date: monitor sn (B)(4) - 05/2008, electrode belt sn -(B)(4) - 06/2007.